Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. The customer was provided with a warranty replacement device. H3 other text : device not returned

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The battery was not returned with the device, so root cause of the reported issue could not be established. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on when the lid is opened which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.